Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
Intuitive surgical received a report of an issue with the sureform stapler 45 instrument. The issue was not provided. The record was marked that a fragment had fallen into the patient and was retrieved during the same procedure. There was an x-ray performed. No additional information was provided.